Manufacturer narrative:
Updated.

Event description:
The customer reported that the battery would not hold a charge. There was no patient involvement.

Manufacturer narrative:
(B)(6) 2018. Patient information was requested from the customer, but no response received. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery would not hold a charge. The customer reported that it is unknown if the unit was in use on patient , but there was no patient harm reported. The event date was not specified; estimate used.